Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) displayed an alert of out-of-range measurements. The health care professional (hcp) tried to program for magnetic resonance imaging (MRI) mode and got a message about left ventricular impedance being oor. It was discussed changing the upper limit and reprogramming again to MRI mode. Currently, this product remains in service and no adverse patient effects were reported.